Manufacturer narrative:
(B)(4). Approximate age of device - 1 year and 10 months. The device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient had a lactate dehydrogenase (ldh) level of 825 u/l on (B)(6) 2017, followed by an ldh level of 2000 u/l on (B)(6) 2017. The patient¿s baseline ldh is in the 250 u/l range. The patient was admitted for concern of pump thrombus. Upon admission, the patient was started on bivalirudin and ldh level decreased to 1023 u/l. The patient¿s haptoglobin was <8 and ua was negative. On (B)(6) 2017, it was reported that the patient's ua was 1+ blood. After 24 hours on bivalirudin, the patient's ldh dropped to 768 u/l, but then rose back to 1009 u/l. The bivalirudin was "uptitrated" and ldh was 811 u/l. Patient feels well with no complaints. A CT angiogram showed no evidence of filling defect in the left ventricle or visualized portions of the left ventricular assist device to suggest thrombus. The inflow tract was oriented towards the intraventricular septum, unchanged from prior. On (B)(6) 2017, it was reported that while on bivalirudin the patient¿s ldh level ranged from the mid 600 u/l to low 1000 range. On (B)(6) 2017, the patient developed a small parieto-occipital sulcus subarachnoid hemorrhage (sah). The patient developed a recurrent and worsening headache on (B)(6) 2017. Bivalirudin was stopped again at 1300 u/l and then restarted at 1600 u/l given head CT stable and ok by the neurologist. The patient's activated partial thromboplastin time goal was decreased to 40-60 post sah. The patient continues to be neurologically intact. The patient's ldh was 911 u/l on (B)(6) 2017. The patient underwent a pump exchange on (B)(6) 2018. The patient is doing well. No further information was provided.

Manufacturer narrative:
The evaluation of the returned device confirmed the presence of thrombus within the pump; however, a specific cause for the reported subarachnoid hemorrhage could not conclusively be established through this evaluation. The pump was returned assembled with the driveline severed approximately 7.5 inches from the pump housing. A segment of the distal end portion of the driveline measuring approximately 7 inches was also returned; however, the remainder of the driveline was not returned. The inflow conduit and outflow graft were not returned. The outflow elbow was returned attached to the pump¿s outlet port. A white deposition was observed in the outlet stator, loosely seated adjacent to the bearing ball. Examination of this deposition did not reveal evidence of laminated layering or areas of denaturation to suggest that this deposition was present for a significant duration of time while the pump was operating. Although the origin of the deposition and the duration for which it was present within the device could not be conclusively determined, the deposition was partially occluding blood flow. If the deposition was present while the device was supporting the patient, it could have contributed to the reported elevations in the patient¿s lactate dehydrogenase level. In addition, the deposition could have also potentially caused increased drag on the rotor¿s bearing and contributed to the elevation in pump power and estimated flow observed in the submitted system controller log files. The remainder of the blood-contacting surfaces did not reveal evidence of developed depositions or thrombus formations that would have contributed to the reported events. Electrical continuity testing of the returned portions of the driveline did not reveal any discontinuities or shorts. Functional testing of the pump under normal operating conditions revealed normal pump power consumption and pressure values comparable to the data recorded during the manufacturing process. The pump operated as intended. Device thrombosis, hemolysis, bleeding, and stroke are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.